Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had paresthesia in the wrong location. They had stimulation on their right side but not adequate coverage on their left side. The patient had not been getting adequate coverage on their left side since implant. The patient had done 2 reprogramming sessions with the most recent one being in (B)(6) 2015. The most recent session increased the stimulation and worked until they left the clinic. The patient checked their implantable neurostimulator (ins) with their patient programmer and the programmer showed a charge the ins screen.